Event description:
As reported via the edwards implant patient registry department, one week s/p index tavr procedure this patient received a second sapien valve. Per the case summary, at the time of the first sapien implantation, tee showed multiple jets of paravalvular leak (pvl). Post dilation was performed using non-edwards balloons. Some improvement to the pvl was noted. However, multiple small jets of pvl collectively accounted for a moderate amount of pvl. The case was discontinued. The patient was found over the next several days to not tolerate the pvl. One week later the patient was brought back to the operating room for re-intervention. The valve was post dilated with a non-edwards balloon. Post dilation resolved the pvl however central leak developed. The second valve was implanted in 50:50 to 60:40 position within the first valve. The central ai resolved and the patient demonstrated improvement at 30 day follow up s/p tavr.

Manufacturer narrative:
The positioning of the first valve prior to deployment was noted to be 50:50 within the annulus. The valve moved aortic 70:30 post deployment. The patient was noted to have a calcified but not narrow sinotubular junction (stj). The patient was noted to have severe aortic valve/ leaflet calcification and a moderately calcified aortic root. Post deployment of the first sapien valve the final position was noted to be aortic (70:30 position) with moderate pvl. The second sapien valve was positioned 50:50 within the first valve and was deployed successfully in a 60:40 position. Per the instructions for use (IFU) complications associated with the use of bioprosthetic heart valves include paravalvular leak and central leak. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. There was no report of device malfunction that resulted in this event. The exact cause of the reported event is not available. However, in addition to the procedure itself, the patient factors such as severe aortic valve/ leaflet calcification and a moderately calcified aortic root may have contributed to the pvl. There is no documentation of device malfunction. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.